Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, embolus is a known risk associated with endovascular procedures and noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event.

Event description:
It was reported that during mechanical thrombectomy with the first stent retriever for a clot located at the basilar artery distal tip, embolization to a new territory (ent), the posterior inferior cerebellar artery-p1 segment, occurred. Mechanical thrombectomy with another retriever device was performed in order to remove the ent in the p1 segment. No drugs were given intra-arterially. There were no clinical consequences to the patient.

Manufacturer narrative:
Subject device is not available.

Event description:
It was reported that during mechanical thrombectomy with the first stent retriever for a clot located at the basilar artery distal tip, embolization to a new territory (ent), the posterior inferior cerebellar artery-p1 segment, occurred. Mechanical thrombectomy with another retriever device was performed in order to remove the ent in the p1 segment. No drugs were given intra-arterially. There were no clinical consequences to the patient.